Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Patient had been hit with a golf club and had his olecranon fractured. This was a primary case. The surgeon was using the variax elbow system and was repairing an olecranon fracture with our olecranon plates. He had already drilled and implanted a number of screws through the plate. He went to place another screw proximally through the plate and the drill bit hit a screw that had already been implanted. The 2.0 variax drill bit with the ao end broke off inside the patient. The surgeon checked with flouro to make sure the drill bit wasn't inside the joint space. After determining the drill bit was encapsulated within bone, he decided to leave it in the patient. We used a variax 1.9 drill bit for the remainder of the case.